Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. The specific device component involved could not be determined based on the information provided. No device was returned for evaluation, and the user did not identify any component issue. Therefore, annex g code 4755 (unknown component) was applied.

Event description:
On 08/11/2025, the beta bionics ilet user reported fluctuating blood glucose ranging from 58 mg/dl to 240 mg/dl. Lows were treated with fast-acting carbohydrates and corrected, with delivery resuming. The ilet alerted for high/low blood glucose. No medical intervention or outside assistance was required, and the patient reported only general poor feelings.